Event description:
It was reported that during the post implant procedure device check there was no capture in the unipolar configuration of the right ventricular (rv) lead. However, the lead did capture in the bipolar configuration. The rv lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.